Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Device severed into two parts. One of the severed parts remains in the patient stabilized against the vessel wall. The other severed part was removed from the patient and disposed. Concomitant medical products: protege stents (covidien), a chikai (asahi intecc, 0.014¿), an optimo (tokai medical products, 8fr), unknown 6fr, jb2 type guiding catheter of 125cm long and a marksman (covidien) were used for this procedure. (B)(4). The revive se device will not be returned; therefore the root cause of the unit being anchored and severed in the competitor's stent cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, during the procedure when revive se ((B)(4)/lot # t10087) was being maneuvered through the vessel got caught in a competitor's stent which had been grafted in the carotid artery; the revive se severed. The procedure was the percutaneous thrombectomy of the top right-internal carotid artery (rt-ica) , approached from the femoral artery, to treat arterial ischemic stroke. It was reported that the origin of the rt-ica had stenosis as well. In the first attempt to capture the thrombi, the physician started to expand the complaint revive from the middle cerebral artery-m1 (mca-m1), and the revive was withdrawn after placing the basket for 3 minutes to allow capturing thrombi. Although the physician was able to remove some thrombi with the 1st attempt, the blood flow was not much improved. The physician then conducted the 2nd attempt; however, the microcatheter (competitor's device) was stuck in the narrowed origin of the rt-ica and could not be advanced further. The physician tried to deliver the guiding catheter (competitor's device) into the ica by coaxial technique (using unknown 6fr, jb2 type guiding catheter of 125cm long), but in process the ica got dissected. A competitor's stent was therefore grafted from the ica to the common carotid artery (cca) as "bail-out", yet the stent was not fully-expanded as the physician did not perform the re-expansion, especially in the middle. At this point, the guiding catheter was withdrawn back to the cca. The physician then suspected that the mca-m2 got occluded by thrombi, thus delivered the microcatheter and the revive to that location and started the 2nd attempt to capture the thrombi. However, while withdrawing the revive, it got caught into the middle of the competitor's stent. The basket of the revive then got severed while the physician was trying to dislodge the revive by pulling and advancing it. In order to secure the revive alongside the vessel wall, another competitor's stent 10-60 was added to sandwich the revive between each of the stents. The dissection of the cca was also suspected, and two competitor's stents 10-40 were added further to secure the vessels from the cca origin to the ica. The procedure was completed without further issues, but due to the event it was delayed for 180 minutes. The post-procedure intravascular ultrasound indicated that the revive was properly secured between the stents to clear the vascular lumen. The patient deceased in (B)(6) 2016. According to the physician, cause of the death is unrelated to the event. The revive se was used in the intracranial and the extracranial internal carotid artery, the anterior cerebral artery, the middle cerebral artery m1 (from the proximal to the distal), the vertebral artery, the basilar artery, the posterior cerebral artery p1 and p2, etc. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no resistance experienced while passing the revive se through the catheter and no excessive force was applied to the revive during insertion or withdrawal. The device was deployed by withdrawing the delivery catheter. The remaining half of the complaint product has already been disposed. No further information is currently available.